Manufacturer narrative:
On 4/30/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve and a tear in the posterior view, measuring approximately 0.1 cm . Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/21/2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. In addition, a manufacturing record evaluation (mre) was performed for the finished device number 154569, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 250cc saline breast implant, catalog # 3501635, lot # 154569. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 250cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.